Event description:
Customer reported a motor error on his insulin pump. He said last night he received a motor error, he rewound the device, and then he received a no delivery alarm. Customer's blood glucose was 420 mg/dl. There were no significant events leading to the alarm. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. Customer is unable to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Customer's current blood glucose is 260 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Functional testing was not performed due to rewind anomaly. The insulin pump had minor scratches on the display window, cracked battery tube threads, cracked reservoir tube lip, and scratched case.